Manufacturer narrative:
(B)(4).

Event description:
The zfen was placed (B)(6) 2020. Leak was thought to be potential type ll and we would re-evaluate. 30 day CT follow up was performed and significant endoleak was still appreciated. Diagnostic angiograms confirmed type lll, thought to be tear of defect in flow divider. Patient was rescheduled to reline.